Manufacturer narrative:
The lead exhibited normal electrical characteristics.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the micro-dislodgement on the rv lead was suspected during a device upgrade procedure. Post operation check-up showed high capture threshold and decrease sensing. The lead was explanted and replaced. The patient was stable post procedure.